Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo was provided of the product labeling. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Our evaluation of the photos provided confirmed the report. In addition to the photo of the product labeling, photos of the device were provided. The first device photo depicts the device handle reinserted into the tray with both catheters and the broken activation knob and co2 cartridge moving freely in the tray, it is unable to be observed if the co2 cartridge was fully punctured. The second device photo shows another angle of the broken activation knob and the fracture point is at the internal threading. The third device photo shows the inside of the handle, it appears the threaded portion of the red activation knob remains threaded around the regulator. The regulator appears to have popped, however the lance, black o-ring, white o-ring, spring, and small metal ball bearing are either not included, or not visible . The markings were not visible to determine which core pin was used to form the activation knob. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r or 067-r. Investigation conclusion: our evaluation of the photos provided confirmed the report. A field action (reference field actions 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4856889, is within the scope of this action. Therefore, this report is confirmed. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that there was a rapid release of the co2 [carbon dioxide] that caused ejection of the red part of the handle along with the cannister inside. No-one was injured. It seems to be broken immediately after the end of the threaded section, which remains screwed inside the handle of the device. This occurred prior to patient contact; there was no impact to the patient or user of the device. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.